Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure the tip of the force bipolar instrument had damage (jaw detachment) when the uterus was retracted, and manipulation was performed around the uterine artery and vein. A fragment fell into the patient and was retrieved during the same procedure by grasping with a da vinci instrument; removed using the assistant¿s instrument. No additional surgical procedures were required to remove the device fragment. A post-operative test was performed however what specific test was not provided. The procedure was completed robotically using a back-up force bipolar instrument. There was no injury to the patient. The patient has not returned to the hospital due to any post-surgical complications related to retaining the device fragment.

Manufacturer narrative:
The force bipolar instrument has not been returned to intuitive for failure analysis. Review of the provided images show a force bipolar instrument with a broken molded insulator, which lead to a completely detached grip. The conductor wire is also broken due to the broken molded insulator.